Manufacturer narrative:
On 12/10/2015, intuitive surgical, inc. (Isi) contacted the surgeon who performed the da vinci-assisted hysterectomy procedure on (B)(6) 2015 and obtained the following additional information regarding the reported event: according to the surgeon, there were no intra-operative complications and the da vinci surgical procedure went smoothly. She stated that there were no instrument issues or arcing events observed during the surgical procedure. The surgeon used a monopolar curved scissors (mcs) instrument and a fenestrated bipolar forceps instrument during the surgical procedure and did not have any issues with either instrument. The surgeon indicated that an autopsy was not performed and the cause of the patient's death was a pulmonary embolism (pe). The surgeon stated that the patient's medical history consisted of deep vein thrombosis (dvt), hypertension, endometrial cancer, gastroesophageal reflux disease (gerd), and gout. The surgeon stated that she believes the pe was most likely related to the patient's history of dvt. She did not believe the patient's death was related to the bowel burns that were found or the bowel resection that was performed. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors occurred during the surgical procedure that would have likely caused or contributed to the patient's post-operative complications and subsequent death. The system logs also reveal that all 4 instruments used during the surgical procedure have been used in subsequent da vinci surgical procedures with no reported issues. Based on the new information provided, this complaint will remain reportable due to the following conclusion: as reported on the initial MDR, after completion of a da vinci hysterectomy procedure, the patient was found to have numerous burns along the small bowel that required repair. However, at this time, the cause of the patient's post-operative complications is still unknown. This complaint is not a reportable death event since the surgeon who performed the da vinci hysterectomy procedure believes the patient's pulmonary embolism and subsequent death were related to the patient's medical history of dvt.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complications experienced by the patient and her subsequent demise. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The date of the da vinci hysterectomy procedure is unknown. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a couple of months after completion of a da vinci hysterectomy procedure, the patient was found to have numerous burns along the small bowel that required repair. However, at this time, the causes of the patient's post-operative complications is unknown. The surgeon indicated that the patient's death was unrelated to the small bowel burns and bowel resection procedure.

Event description:
It was initially reported that after completion of a da vinci hysterectomy procedure, the patient had to be brought back to the operating room (or). Multiple burns were found along the patient's small bowel. The surgeon believes arcing of electrical energy from an unspecified instrument likely caused the bowel burns. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event which was not recorded on video. The initial reporter was not present during the da vinci surgical procedure. She was informed of the post-operative complications from the surgeon who performed the repair of the bowel injuries. On (B)(6) 2015, the surgeon reportedly informed the initial reporter that the patient passed away on an unspecified date. On (B)(6) 2015, the initial reporter contacted the surgeon who performed the repair of the patient's bowel and obtained the following information regarding the reported event: the surgeon did not know the date as to when the da vinci hysterectomy procedure was performed. He was informed by the surgeon who performed the da vinci hysterectomy that the procedure went perfectly fine and there were no reports that a malfunction of a da vinci system, instrument, or accessory occurred. The surgeon used a covidien force triad generator with 38-38 settings which do not exceed the maximum recommended power settings per the instructions for use (IFU). The surgeon did not know if any non-isi electrosurgical instruments were used during the da vinci hysterectomy procedure. A couple of months later, the patient returned to the hospital with complaints of pain, nausea, and vomiting. During open surgery, the surgeon found multiple green spots with charring on the patient's small bowel. The surgeon described the bowel defects as thermal spread injuries. The surgeon performed a small bowel resection to repair the bowel defects. The surgeon was unable to provide the date of the patient's death. However, the surgeon indicated that the patient passed away from a pulmonary embolism that was unrelated to the small bowel burns or bowel resection. The instruments used during the da vinci hysterectomy procedure cannot be investigated at this time since the procedure date is unknown.